Event description:
Related manufacturer reference number 3006705815-2022-14969. It was reported that patient experienced ineffective. Fluoro imaging showed that one lead had migrated. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead was replaced, and both are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.